Manufacturer narrative:
The lot number of the tapered catheter is unknown. The operation of the non-intera pump is unknown. The intera tapered catheter was previously used for compassionate use or with ide to perform hepatic artery infusion with non-intera pumps. Blank information in the MDR form represents unknown information. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that a patient with a intera tapered catheter spliced to a non-intera infusion pump was occluded. The patient was to undergo revision surgery to replace the non-intera pump with an intera pump. It was determined by the surgeon that the catheter closest to the gda (gastroduodenal artery) was occluded. The occlusion may or may not have been related to the operation of the non-intera pump. The planned revision with the intera pump was aborted.